Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces noted during visual inspection. No unexpected vibrating noted.

Event description:
It was reported that the customer received a button error. Customer stated the insulin pump was vibrating while she was exercising. Customer's blood glucose was 84 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.